Manufacturer narrative:
This report is submitted on april 21, 2020.

Event description:
Per the clinic, the patient developed a swelling at the implant site and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.